Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system and user interface pcb assemblies. Further root cause could not be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device screen sometimes goes white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.